Manufacturer narrative:
One non-sterile agility guide wire was received coiled, stuck inside of a powler 14 microcatheter, inside of a plastic bag. The distal tip of the guide wire was found kinked and stretched. The microcatheter distal body had an accordion-like appearance and was twisted, with flat and compressed sections. Its distal body was wavy. Per concert medical report (B) (4): one agility guide wire was returned for evaluation. Upon inspection of the returned unit, it was found to be completely intact and without a breakage. Damage to the distal tip includes, several displaced coils within the distal platinum spring section, as well as one distinct kink of the platinum spring in that same section. These damages are a by-product of use and their cause cannot be specifically determined. It is clear however, that these damages are not related to, or caused by any defects in components or manufacture, as the guide wire remains whole and unbroken. Consequently no further corrective / preventive action is anticipated or required. After further analysis (photos and measurements) it was determined that the guide wire was within specification. A device history evaluation of the associated lots for this device was performed and found no nonconformities within the manufacturing process. The reported failure was confirmed as when the product was received it was stuck inside the microcatheter. However; the device did not present any obvious indications of manufacturing defect or anomaly; according to concert medical the device met specifications. Vessel characteristics and procedural manipulation may have contributed to the kinking of the microcatheter resulting in resistance with the gw. The instructions for use warns to never withdraw the guidewire against resistance without first determining the cause under fluoroscopy as this may damage the guidewire which could lead to separation. Vessel characteristics and device manipulation may have contributed to the encountered resistance resulting in damage to the wire. It appears that the damages found on the distal tip of the agility could have contributed to the wire becoming jammed in the microcatheter. Based on the information received and the analysis of the returned product, procedural factors appear to have impacted the event. There is not indication that the event is device design or manufacturing related.

Event description:
The distal part of the prowler 14 microcatheter (mc) was noted to be kinked after the agility 14 guidewire (gw) was inserted. There was resistance during advancement of the gw through the mc and with attempt to pull out the gw from the mc, it jammed. The event occurred during advancement of both units to the target site. The whole system was removed and another mc and gw were used for the procedure. The returned agility gw was found to be stretched. The procedure was intracerebral thrombolysis of unknown target site. Both products were new, without damage and were not re-shaped. A constant and dedicated heparinized flush was maintained at all times through the mc. Unraveled/stretched.